Manufacturer narrative:
The device was not returned for evaluation.¿ images and medical records were not provided. Therefore, the investigation is inconclusive for alleged perforation, detachment, migration and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an unknown model eclipse vena cava filter allegedly experienced migration of device or device component, malposition of device, detachment of device or device component, and a patient device interaction problem. This information was received from a single source. The alleged migration of device or device component, malposition of device, detachment of device or device component, and a patient device interaction problem involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that ec500f eclipse vena cava filter allegedly experienced migration of device or device component, malposition of device, detachment of device or device component, and perforation. This information was received from a single source. This malfunction involved patient with no reported consequences. The 40 year old female patient weight was not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The catalog number was updated to ec500f for the reported malfunction.the device was not returned for evaluation; however, medical record and images were provided and reviewed. Therefore, the investigation is confirmed for alleged filter tilt, perforation of the inferior vena cava, filter migration, and the filter limb detachment.based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: (device code: 2682). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.